Event description:
A customer reported a system message was displayed, then the system locked during a procedure. An alternate system was used to complete the procedure. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and replaced the footswitch interface pcb (printed circuit board) and the aqualase controller pcb. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).